Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. Attempts have been made to obtain additional information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during handling but prior to insertion into the patient's eye, the technician noticed the cartridge splitting at the tip while loading the intraocular lens (iol). No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 02/19/2018. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the plunger and the pushrod were in the advanced position in the preloaded insertion system. Lack of lubricity material was observed on the cartridge. No assembly error and/or defect were observed in the pcb00 device related to the manufacturing process. The intraocular lens was observed stuck at the cartridge tip section. A crack was also observed in this section. The conditions of the product returned was consistent with a unit that was previously handled and prepared for surgical process. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.